Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of the ventricular signal as the beats fell into the blanking period; following a premature ventricular contraction (pvc). Device data was sent to rhythmcare for review. Data review determined that the ventricular paced beat pushed the patient into an unstable ventricular tachycardia (vt) or ventricular fibrillation (vf) where anti-tachycardia pacing (atp) was delivered to convert the rhythm. Rhythmcare then provided programming options to mitigate this in the future. This device remains in service. No additional adverse patient effects were reported.